Event description:
Medical records were obtained. Medical records indicate patient was revised due to recurrent dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Upon review of provided medical records, the depuy legal nurse stated that from a medical perspective the only confirmation of dislocation is the preoperative diagnosis. This patient appeared to have a significant debridement from reactive tissue within the initial operative note that potentially weakened the capsule and surrounding tissue which may have contributed to an increased potential for dislocation. The revision operative note reveals a significant fluid filled seroma with a firm hematoma underneath and disrupted fascia from the previous repair. From a medical perspective based on the information available it is not possible to determine if the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.